Event description:
While starting the beckman coulter access 2 immunoassay instrument, the customer reported an error flag while running quality control. The customer obtained no value ind flagged inhibin a qc results. While troubleshooting with access hotline it was discovered that an inhibin a reagent pack was not in the designated slot on the reagent storage carousel. When this occurs the instrument does not detect either a wrong reagent pack or no reagent pack is present. Use error is the root cause for this event.

Manufacturer narrative:
(B)(4).